Manufacturer narrative:
The sample associated to this report is not expected to be returned for analysis. The customer did provide a lot #. MFR will perform a lot history review of the reported lot as part of the investigation. If significant info is identified from the lot review, then a summary of the findings will be provided in a supplemental report.

Event description:
Customer complains it is observed air leakage between the inner cannula and the tracheostomy tube, although this was properly connected and the lock connector correctly closed. The inner cannula is changed by a new one but there is still leakage. They tried to solve the problem by changing the ventilation parameters to the pt; ventilating mechanically but unsuccessful. On (B)(6) 2010, the reporter confirmed that the problem was isolated by extubation and recannulation of a replacement tube.